Event description:
It was reported that during a laparoscopic procedure, the subject device presented sporadic purple stripes in the image. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported that during a laparoscopic procedure, the subject device presented sporadic purple stripes in the image. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields d8, d9, h3, h4, h6, h10. Correction: h6 (medical device problem code), g4 (PMA/510k number), e1 (phone number) the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the charge coupled device unit (r-unit) of the scope was broken and therefore the image was purple. Additionally, it was found that the fibre bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut. A review of device history record revealed no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.